Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result is 90 to 120 mg/dl and 140 mg/dl after meals. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 157 mg/dl and 147 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/23/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: see scanned page. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl and 140 mg/dl after meals. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 157 mg/dl and 147 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 06/23/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported. (B)(6). Adverse event not reported.